Manufacturer narrative:
This report is submitted on july 22, 2024.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the implant site. Subsequently, the patient underwent a revision surgery (specific date not reported) to close the wound. Additional information has been requested but has not been made available as of the date of this report.